Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads, and a minor scratched lcd window.

Event description:
The customer reported via phone call that she was admitted to the hospital on (B)(6) 2016 with a blood glucose level of 532 mg/dl. Customer was hospitalized due to high blood glucose and was wearing the pump at the time of the incident. Customer stated that she made some changes to the setting but it still hasn't worked. Customer is in the hospital at this time. Customer stated that her battery compartment and reservoir compartment are cracked. Customer also reported having a blood glucose reading of 600 mg/dl. Customer reported blood glucose readings of 200 mg/dl and 248 mg/dl and she is still at the hospital. Customer had nausea and headaches due to the high blood glucose. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.